Event description:
Patient was discharged but history was saved. New pt was admitted 7 hrs later to same tele bed. After patient assessment the nurse printed out ECG strip and noticed information from previous pt printed out on new admit. Strip had new admit name and a question before date and time.